Event description:
Boston scientific was notified that the distal end of the coil pusher-16 became detached. The distal tip was removed successfully without any snaring. No complications with the pt as a result of this event.